Manufacturer narrative:
A citadel plus side rail malfunction was detected by an arjo representative during a visit at the customer¿s facility. The side rail panel was detached from the side rail mechanism. There was no patient involved. No injury was sustained. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The photographic evidence provided by the arjo representative revealed that the side rail panel was fully detached from the side rail mechanism (the panel was laying on the top of the bed surface). The information gathered during the investigation revealed, that the side rail detached at the time of cleaning and moving the bed by the customer¿s staff. The instruction for use for citadel plus bed frame (document number: (B)(4) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. There was no patient involved when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment.

Event description:
A citadel plus side rail malfunction was detected by an arjo representative during a visit at the customer¿s facility. The side rail panel was detached from the side rail mechanism. There was no patient involved. No injury was sustained.